Event description:
It appears that the patient received a gmrs hip replacement in mid-2024. The patient complains of muscle pain and muscle tension, among other issues. The patient is concerned that he is allergic to the implan.t

Manufacturer narrative:
The following devices were also listed in this report: mrs fem stem w/o body 13x127mm; cat# 64853113; lot# 269018d1. Gmrs extension piece 50mm; cat# 64956050; lot# bedcu. Alumina v40-femoral head 28mm, +4mm nk; cat# 6565-0-228; lot# 17420551. Uhr bipolar 28x52mm; cat# uh1-52-28; lot# 2m71pv. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.